Event description:
It was reported the video system center had no image during normal start up. The issue occurred during preparation for use in a therapeutic hysteroscopic procedure. The procedure was completed with a similar device. During a site inspection later, an olympus field service engineer confirmed the no image issue, and replaced the digital video interface cable to resolve the issue. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus, a root cause could not be determined. Olympus will continue to monitor the field performance of this device.